Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing difficulties were encountered. In 2004, the target lesion was in the 90% stenotic, calcified obtuse marginal artery. The taxus express2 2.5 x 12 mm drug eluting stent could not cross the lesion despite being predilated with a 2.0 x 12 mm maverick balloon. The procedure was completed using a 2.5 x 12 mm pixel stent. There were no reported patient complications. Analysis confirmed that stent damage and shaft damage had occurred.